Event description:
It was reported by the customer's nurse, that the customer received a (B)(6) software anomaly alarm. It was also mentioned that the customer was hospitalized for an unknown reason. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.